Event description:
The customer claims that the ophthalmologist who is a friend of the customer, alleges that the infection was caused by the lenses. Onset of the event is unknown. Medical information was requested, but no information was received to date. The lenses were returned for inspection and no defect found. This complaint is being reported in an abundance of caution based on the alleged eye infection and lack of medical information.

Manufacturer narrative:
The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.